Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, , planned emergency procedure was performed by the customer when the issue occurred and the procedure was aborted and completed after pressing the footswitch button again. The philips field service engineer (fse) inspected the system on site and confirmed that wired footswitch did not work during procedure intermittently. Upon troubleshooting fse found that the exposure button sometimes did not bounce back. To resolve the issue, the fse replaced wired footswitch. The defective footswitch was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger exposure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.